Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was displaying "sbc dll not loaded" message, the device would not connect to corsium and did not display the device status information. There was patient involvement, however no health consequences or impact. The device was swapped for another device to continue patient monitoring.